Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies to address the issue. Customer declined follow up from tandem technical support. No additional information was provided. Customer¿s blood glucose (bg) level was 100-250 mg/dl.